Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump went into the pool. The customer's blood glucose was 190 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the moisture exposed to the insulin pump was pool water when he entered the pool with the device on. Upon reviewing the alarm history of the insulin pump, the customer stated that he also received the battery out limit alarm and button error alarm. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump has intermittent motor error alarms during displacement test due to moisture damage on force sensor resistor and intermittent button response on the up arrow button due to moisture damage on keypad traces noted. Also moisture damage noted on all the electronic assemblies and motor assembly. No unexpected weak battery alarms, battery out limit alarms or button error alarms noted during our testing. The insulin pump has cracked the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, broken battery tube threads and broken belt clip slot.